Event description:
The physician was treating a tight carotid artery using a fibernet device; however, it was reported that difficulty were encountered in retrieving back the filter. The device was inspected and prepped prior to use with no abnormalities noted. The procedure was completed successfully. No patient complication was reported. No clinical sequelae reported.

Manufacturer narrative:
(B)(4). Evaluation, results: no results available since no evaluation was performed (device not returned); (no device returned); conclusion: unable to confirm complaint (device not returned); device discarded by user unable to follow up.